Event description:
Customer reported that the red portion of the dilator did not peel like it should. Customer said part of the dilator had to be cut. Thin circular ring. Had to stop procedure to cut. Patient was urgent. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.